Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit¿s display had missing segments specially the lower right hand segment of the one spot on the saturation portion of the display. The customer indicated that there was no patient involvement.